Manufacturer narrative:
No decon or visual inspection performed since product was not returned. The product was not returned and so could not be evaluated. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The product is no longer manufactured with a stylet wire. The event has been confirmed. There was no malfunction of the reported device. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported the customer opened (3) - 8fr 50cc mega intra-aortic balloons (iab) and did not see a stylet. None of the balloons had stylets in them. They were unsure if the balloons were ok to use. The balloons were not used. There was no injury to the patient since the iabs were not used. This is report 1 of 3.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported the customer opened (3) - 8fr 50cc mega intra-aortic balloons (iab) and did not see a stylet. None of the balloons had stylets in them. They were unsure if the balloons were ok to use. The balloons were not used. There was no injury to the patient since the iabs were not used. This is report 1 of 3.